Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). Product evaluation was not performed because the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was incorrectly loaded into the cartridge and was found to be upside down when inserted into the patient's left eye. The lens was removed and replaced with the back up lens. Incision enlargement was performed along with sutures. No vitrectomy done. Patient was doing fine post-op. No further information is available.